Manufacturer narrative:
This MDR report is part of the 227 pilot program, e2015055. The reported device was received for evaluation; the events of heat and disassembly were confirmed during testing. Evaluation found the bearings lacked lubrication and the nose tip component was missing from the device. The event of blade wobble was not confirmed. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device overheated, disassembled and had blade wobble. There was no patient involvement; no patient impact.